Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 425cc saline prosthesis (right), and an unknown mentor saline prosthesis (left). Device migration and pain when laying down was reported by the patient post procedure, as the devices would droop towards her armpits. The patient consulted a new physician, who confirmed that the pockets created for the implants during her surgery were too large, causing the device migration and discomfort. As a result, bilateral prosthesis replacement with unknown mentor saline prostheses was performed on (B)(6) 2018. (See 1645337-2018-05684 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) was reviewed on 10/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The product code and lot number were obtained. The product was a mentor smooth round moderate plus profile 425cc saline prosthesis. An additional assessment of the reported event was performed. The patient underwent lateral capsulorraphies on (B)(6) 2018 and the same devices were reimplanted. Per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, these devices were used off label. The patient later developed deflation of the right implant that was observed on (B)(6) 2018. The patient also reported muscle atrophy on the right side with discomfort. The patient underwent removal and replacement with mentor saline implant on (B)(6) 2018. It was originally reported that this prosthesis was replaced. However, additional assessment has yielded this alternate conclusion. Manufacturer¿s reference number: (B)(4).